Event description:
Per md op note: persistent pain, discomfort, hematuria, recurrent cystitis with bladder stone with previous surgery and sling. Post op: bladder stone attached to the left bladder with the stone attached to the port that was obviously in the bladder. The left of the sling went through the bladder muscle, did not go through bladder mucosa. Previous bladder sling surgery was performed at another facility - do not know where or when and no device information is available.what was the original intended procedure?cystoscopy, bil stent placement, removal bladder stone, removal foreign body from the bladder with partial cytsectomy,right ureterotomy.